Manufacturer narrative:
On(B)(6)2020 , biosense webster inc. Received additional information about the event. It was reported that the event was discovered during use of biosense webster products during ablation phase. The intervention was open chest operation using an artificial heart-lung machine was performed. The physician¿s opinion is that the cause of the event might be that the physician changed to 40w (the physician switched to 30w and 40w depending on the ablation point. In the opinion of the physician the cause of the event was procedure. Patient is male. No error messages were reported on any biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-000715590.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30338844m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. After the cs beeat was placed, ultrasound map was created for left atrium (la) by soundstar. Transseptal was successful. After transseptal the physician changed the long sheath (sl0) to asiris. Mapping was started by pentaray nav eco catheter. Anterior wall roof side of left superior pulmonary vein (lspv), bottom side of right inferior pulmonary vein (ripv), right pulmonary vein (rpv) karina (anterior wall), and island-like electrical potential on the posterior wall were observed. In the first session, pulmonary vein isolation (pvi) with cryo and isolation the back wall were performed. After mapping, complex fractionated atrial electrograms (k-cfae) was depicted and ablation was started. Right superior pulmonary vein (rspv) anterior wall, septal, mitral (valve-a. Etlin), the root of the left atrial appendage, anterior wall (in that order) was conducted for k-cfae area. When la k-cfae ablation was completed and the patient tried to move to k-cfae mapping in the right atrium, the patient was found to have decreased blood pressure (the reporter confirmed that the blood pressure of the patient dropped to 45mmhg). It also seems a pop sound was heard during ablation. The pericardia effusion was confirmed with soundstar while accelerating the drip infusion or administering a drug. Pericardiocentesis was performed. The amount of fluid removed is unknown. After aspirating the pericardial fluid several times, while observing the progress, the blood pressure gradually returned, so the patient was transfer to the intensive care unit (ICU) while intubated. Later the patient was transferred to another hospital of cardiac surgery. The physician¿s opinion is that the cause of the event might be that the physician changed to 40w (the physician switched to 30w and 40w depending on the ablation point.